Event description:
Clinic notes dated (B)(6) 2012 for the patient's generator replacement surgery. It was observed that the patient was experiencing an increase in seizures and headaches prior to replacement. In addition, it was reported that the vns magnet was not effective. The handwritten clinic notes were illegible in areas, and attempts for additional information have been unsuccessful to date. The generator was reportedly at ifi=yes. The patient had prophylactic generator replacement surgery on (B)(6) 2012. Attempts for product return have been unsuccessful to date. The implant card indicated the reason for replacement as battery depletion, and lead impedance following surgery was okay.

Event description:
Additional information was received from the physician on (B)(6) 2012, indicating the increase in seizures first began in (B)(6) 2012, and the patient's seizures improved post initial vns implant, and the increased seizures were not above pre-vns baseline levels. The physician believes the increased seizures are secondary to the depleted vns battery, as they were first observed three to five months prior to the ifi=yes being first observed on (B)(6) 2012. The magnet no longer was effective aborting seizures as documented on (B)(6) 2012. The surgery was not done to preclude a serious injury, but since surgery was so recent, it is unknown if the patient's clinical symptoms have improved since replacement.

Manufacturer narrative:
Date of event, corrected data: the additional information received from the physician revealed the increased seizures began in (B)(6) 2012. The initial report inadvertently reported the date incorrectly.